Event description:
It was reported that during advancement of an embolization coil through a microcatheter into an intracranial aneurysm, the coil prematurely detached. An unsuccessful attempt was made to retrieve the coil using an intravascular snare. During this snare attempt, the coil was stretched. At the end of the procedure, the platinum wire used in coil construction remained implanted, its length extending from the intracranial vasculature to the peripheral arterial access site. No harm was reported.

Manufacturer narrative:
Sample analysis: no evaluation has been performed on the complaint sample as a portion remains in the patient and the delivery pusher was discarded by the user. The root cause can not be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.